Event description:
Tourniquet from IV start kit will not stay fastened to patient arm- keeps sliding off. Occurred multiple times with tourniquets from same lot#. Difficult for nurse to draw blood because tourniquet keeps coming unfastened. Nurse states has happened multiple times while she started patients' ivs.